Event description:
Procedure: flap. According to the reporter: device jammed, misfiring, vessel was severed. Happened with 3 separate instruments in the same case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).